Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini enhanced meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. Ih vs other meter. ~ 1 week ago cust got ~ 9 mmol/l on her otum. She injected an unspecified amount of novomix 30. She tested with her otu2 and got ~ 7 mmol/l. Cust said she later "crashed" (developed hypoglycemic symptoms). No specific symptoms provided. Cust doesn't have any strips left from the box she was using. Unable to get a lot number. The patient reported that 1 week prior to contacting lfs she obtained blood glucose readings of ¿approximately 9.6 mmol/l¿ with the subject meter and ¿approximately 7 mmol/l¿ with a onetouch ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose readings exceeds the expected value of less than or equal to 30%. During the follow-up call, the patient informed the csr that her usual blood glucose reading in the afternoon are between ¿4 and 7.0 mmol/l¿ and in the evening between ¿5.0 and 7.5 mmol/l¿. The patient informed the csr that she manages her diabetes with a combination of oral medication and insulin. The patient reported that she injected an unspecified amount of insulin in response to the alleged high result obtained with the subject meter. At an unspecified time, after obtaining high result and administering insulin, the patient stated she ¿crashed¿ and developed symptoms of feeling shaky and sweaty. In response to the symptoms, the patient claimed she took glucose tablets and ate cookies. The patient confirmed feeling better afterwards. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained an alleged inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.